Event description:
An eye care professional reported that a contact lens wearer experienced a corneal ulcer with pain, right eye, associated with wear of focus dailies visitant contact lenses. The pt scratched their right eye's cornea with their fingernails when trying to remove the lens fragments of a torn lens. F/u info received on (B)(6) 2010 from the treating ophthalmologist stated an ulcer, located peripheral cornea, was caused by the pt's fingernails. Treatment consisted of antibiotic eye drops. The event resolved with no effect on visual acuity.

Manufacturer narrative:
(B)(4)